Event description:
We received an allegation of questionable ise results for 2 patients' plasma samples tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 139.5 mmol/l. Repeat result: 132.4 mmol/l (tested on another cobas pro). Sample 2: initial result: 155.5 mmol/l. Repeat result: 147.9 mmol/l (tested on another cobas pro). Qc issues prompted the customer to repeat the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The na electrode lot number was w7960 with an expiration date of 23-mar-2025. The calibration was last performed on (B)(6) 2024. The alarm trace did not show any abnormality. The field service engineer (fse) found that the vacuum nozzle was not effectively evacuating the fluids from the dilution vessel during a prime. He cleaned the vacuum nozzle and the fluids were extracted correctly. He ran the activator through the electrodes and performed several ise checks and calibrations and they were acceptable. Precision studies were performed and they were within specifications. The customer performed qc and it was acceptable. The fse performed operational and mechanical checks and verified that the instrument performed within specifications. The root cause was due to an issue with the vacuum nozzle. The service actions (cleaning the vacuum nozzle) resolved the issue. No further issues were reported afterward.